Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 3. Reference MFR report: 1627487-2016-03443 and 1627487-2016-03446. It was reported the patient had his scs system explanted approximately a month after it was implanted due to an infection. The exact date of the explant is undetermined. No additional information is available at this time..